Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. A factory reset was logged on (B)(6) 2024 at 6:40pm. Audio setting was found to be logged as "high" on (B)(6) 2024 and all cgm alerts were not changed from factory defaults (all on). Settings were not changed after the factory reset. Body weight was originally set as 76 on (B)(6) 2024 and changed to 82 after the factory reset. Data for the described event dates of (B)(6) 2024 and (B)(6) 2024 were reviewed. Cartridge and infusion set changes were found daily on (B)(6) 2024 through (B)(6) 2024. A manual bg entry was found on (B)(6) 2024 at 12:46pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. Review of the ilet report and device logs show persistent hyperglycemia starting the afternoon of (B)(6) 2024 and persisting through mid-day (B)(6) 2024. Per the complaint, these cgm readings were inaccurate. However, the report and logs show no evidence of any cgm sensor errors prior to (B)(6) 2024, any calibrations through the ilet, or cgm sensor replacement. At 11:33 am on (B)(6) 2024, the ilet loses connection with the cgm. It is believed the event occurred prior to this loss of connection, as the user reported the event occurred in "the morning" and reported the event to the cds after the sensor connection is re-established a few hours later. Review of the case notes showed the beta bionics cds spoke to the user in anticipation of their training and ilet start visit, and the user reported experiencing significant differences between their cgm glucose and fingerstick blood glucose while on their pre-ilet diabetes regimen. The cds reported this to the user's hcp, and the plan was made to start the user on the higher target due to fear of hypoglycemia. No evidence of device malfunction was seen in the engineering logs. Per the complaint description, the cgm transmitter was providing inaccurate cgm glucose readings to the ilet. The ilet does not have a way of knowing the readings are inaccurate without user intervention. As such, the ilet was found behaving as intended by adjusting basal delivery rates based on the cgm glucose readings it was receiving. However, when the ilet was receiving cgm glucose values below 75mg/dl, no insulin was seen being requested by the ilet. The ilet did not resume basal delivery requests until after cgm glucose values were above 100mg/dl and not decreasing. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the ilet report, case notes, and device logs, the assignable cause for this hypoglycemic event is an inaccurate cgm. The user removed the ilet and is working with their cgm manufacturer and hcp to determine the cause of cgm inaccuracy and plan for future diabetes care.

Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) reported during a follow-up call an ilet user reported having issues with her dexcom g6 continuous glucose monitor (cgm) giving false readings. The user reported the cgm was reading her blood glucose (bg) to be in the 300-400 mg/dl range but was actually in the 60 mg/dl range. The user reported having two low bg events where ems was called. One event on 2/21/24 and the other on 2/22/24. Both events occurred in the morning. This medwatch report details the low bg event on 2/22/24. A separate medwatch report detailing the event on 2/21/24 will be submitted. On (B)(6) 2024 the user called ems and her bg was 60 mg/dl upon their arrival. The user was treated with glucose gel. The user did not experience loss of consciousness. On (B)(6) 2024, the user replaced her cgm and reported her bg was stable at 94 mg/dl. Since the user's cgm glucose readings were falsely high, and the ilet may have adapted to these false readings, the cds walked the user through an ilet factory reset. On (B)(6) 2024 the cds followed-up with the user. The user reported she is still having falsely high cgm glucose readings resulting in additional low blood glucose events. The user has been treating her lows with juice and without issue. The user had contacted dexcom directly and they advised her to change her sensor. The cds advised the user to disconnect from the ilet at this time and contact her healthcare provider (hcp) as the cgm is still not giving correct readings. As of (B)(6) 24 the user was still disconnected from the ilet and back on her previous therapy until the hcp can determine why her cgm readings are inaccurate.